Event description:
A report was received that the patients ipg was not working. It was also reported that the patient was not getting much relief. The patient will undergo a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg was not accepting a charge as easily as it once had. No device malfunction was suspected.

Event description:
A report was received that the patients ipg was not working. It was also reported that the patient was not getting much relief. The patient will undergo a battery replacement procedure.